Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in hospital for a routine change out procedure. Upon removing the device, the right ventricular lead was bent over itself and exhibited an insulation anomaly. Medical adhesive and a repair kit was used to repair the lead. The procedure was completed successfully and the patient was in good condition post procedure.